Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to adhesive peeling around bending tube, connection between bending section the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device, due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached. There were no reports of patient involvement.